Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric resection indicated due to a bleeding cancer, this device was used to resect the duodenum. It performed a complete cut but the staple line on the posterior wall of the viscera was incomplete. Therefore, the viscera opened into the abdominal cavity, thus requiring a further mobilization of the duodenum from the pancreas and the use of a new stapler and manual sutures. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process. Received additional information per affiliate: was the stapler difficult to open? No. Did the surgeon use the manual reverse switch? No. The ec45a doesn't need the reverse switch to be opened. Was the stapler finally opened? If yes, how? Yes, it was regularly opened. On what tissue type was the device used? At what location on the tissue? Duodenum near pylorus. Was it used on thick tissue? The tissue wasn't thin but not so thick as to be uncompressible. What was the outcome, leakage, bleeding or other please specify? The outcome was a partial suture, the staples were formed just in the final part of the cut line. Did the surgeon wait the recommended 15 seconds after closing and before firing the device? Yes. Was the cartridge correct inserted, did they hear the 'click'? Yes. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? First. During which stroke did the event occur? At the fourth stroke at the opening of the stapler what color cartridge was being used? Blue. What other color cartridges were used before and after this event? After gold on the stomach. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Has additional tissue to be cut out? If yes, please specify the amount of additional tissue in cm. No. We had to fire another cartridge near the partial staple line. Has this any impact on the patient, the surgery or the healing process? No. Is there any other additional information you would like to share about this device or procedure? No. Please note that the device has not been returned yet. I still have not been able to get a confirmation from the sales rep when the hospital will be returning it.